Event description:
It was reported that during bench testing of the pump, an error code occurred. No patient was involved.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A review of the event history log identified the reported error code in the history. Functional testing was performed using power up, and the reported problem was duplicated. The root cause of the problem was motor locked out. To resolve the problem, the motor was replaced. Initial reporter sent report to FDA is unknown. No information has been provided to date.